Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1558 ml during therapy initiated on (B)(6) 2012 at 21:27:00, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 13 was the last cycle of a tidal therapy which received a partial fill and a full drain. The uf shown in the therapy log is the amount drained greater than the partial fill of 1265ml and not an amount greater than the full night fill volume of 2300ml. This does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:27:00. During night drain cycle 13, the patient's ultrafiltration reading was 1558ml, indicating the home patient (hp) drained 1558ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.